Event description:
New information received indicated that another episode of non-sustained lead noise due to post-paced t-wave oversensing was observed. Additional programming change was made.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post paced t wave oversensing on ventricular channel was observed. Programming changes were made and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.